Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records or medical imaging relevant to the adverse event/incident was received by endologix. Due to the absence of relevant medical records and reported medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g4: date received by manufacturer has been updated. H6: result code: remove code 3233 h6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa) on an unknown date. Upon recent internal review of the patient's anatomy there appears to be a left common iliac artery (lcia) aneurysm measuring 33.7mm x 38.4mm and a possible type 1b endoleak. The patient is currently being monitored while an intervention is being discussed. Additional information: there was also a type 2 (non-device related )endoleak originally reported. The physician elected to implant two (2) ovation ix iliac limbs to resolve the event. The final patient status was discharged on the first post operative day. An internal clinical assessment determined that there was evidence to reasonably suggest sac growth of 17mm of the left common iliac artery occurred that was not included in the event as reported. The sac growth was discovered during review of the operative notes.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. The type 1b endoleak from the left common iliac artery, the type 2 endoleak of the lumbar artery and the additional endovascular procedure are confirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest sac growth of 17mm of the left common iliac artery occurred that was not included in the event as reported. The type 2 endoleak of the lumbar artery is most likely anatomy related. The type 1b endoleak of the left common iliac artery is indeterminate. No procedure related harms were identified. The final patient status was discharged on the first post operative day. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2: outcomes attributed to adverse events has been updated. B5: describe event or problem has been updated. G3: date received by manufacturer has been updated. H6: medical device problem: remove code 3190. H6: investigation type code: remove code 4119. H6: investigation conclusion code: remove code 4315.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation abdominal stent graft system to treat an abdominal aortic aneurysm (aaa) on an unknown date. Upon recent internal review of the patient's anatomy there appears to be a left common iliac artery (lcia) aneurysm measuring 33.7mmx 38.4mm and a possible type 1b endoleak. The patient is currently being monitored while an intervention is being discussed.